Event description:
Pt fell shortly after implant of spinal cord stimulation system, and has had to have the lead repositioned on two separate occasions. Since the repositioning, the pt reports that he has had "shocking" and intermittent stimulation from the system, and has requested removal of the system from his health care provider. No further info on the pt or device is available.